Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a hole in it and could not be placed. Surgery slightly delayed until a new foley was brought. Per additional information received via email on 10jul2025, inserted bard latex free foley catheter lot# ngkp2895 got urine flashback inflated "balloon". Positioned patient onto jackson table and noticed foley catheter was on floor prior to prep. Decision was made to insert foley prior to patient going to pacu. We no longer test catheter prior to insertion so it was not discovered at that time. A thorough examination of catheter was done and inflated to discover that "balloon" had a leak. All contents were bagged and given to michael lee to contact supplier.

Event description:
It was reported that the foley catheter had a hole in it and could not be placed. Surgery slightly delayed until a new foley was brought.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley attached to the drainage bag. Visual inspection of the sample noted a pinhole found in drainage lumen measuring (0.060"). This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a hole in it and could not be placed. Surgery slightly delayed until a new foley was brought. Per additional information received via email on 10jul2025, inserted bard latex free foley catheter lot# ngkp2895 got urine flashback inflated balloon. Positioned patient onto jackson table and noticed foley catheter was on floor prior to prep. Decision was made to insert foley prior to patient going to pacu. We no longer test catheter prior to insertion so it was not discovered at that time. A thorough examination of catheter was done and inflated to discover that balloon had a leak. All contents were bagged and given to (B)(6) to contact supplier.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a hole in it and could not be placed. Surgery slightly delayed until a new foley was brought. Per additional information received via email on 10jul2025, inserted bard latex free foley catheter lot# ngkp2895 got urine flashback inflated ballon. Positioned patient onto jackson table and noticed foley catheter was on floor prior to prep. Decision was made to insert foley prior to patient going to pacu. We no longer test catheter prior to insertion so it was not discovered at that time. A thorough examination of catheter was done and inflated to discover that ballon had a leak. All contents were bagged and given to michael lee to contact supplier.